Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 6 months ago. It was reported that the distal thoracic aortic arch was previously replaced with a synthetic graft followed by implant of two stent grafts from another MFR. The aneurysm was described as fusiform in shape and the aorta was shaped as an "elephant trunk". The last stent graft was the talent thoracic, which was implanted into the long fusiform aneurysm from proximal to distal. The distal portion of the talent thoracic device was in contact with the distal landing zone. Approx 1 month ago, a f/u CT scan was performed, as the pt presented with back pain. The CT images indicated there was a long dissection from the distal edge of talent thoracic. The dissection started distally as far as the celiac artery, and proximal as far as the connection of the elephant trunk along the inner wall of the distal arch. The physician commented that upon review of the cine/CT images, there was confirmation there was no sign of a dissection at the time. The original dissection may have been caused by the radial force of the talent stent graft on the aortic wall. The physician decided to monitor the pt without treatment considering the pt's age and the stress of open surgery. No add'l clinical sequelae were provided.

Manufacturer narrative:
Requires intervention. Dissection, films and operative reports were not provided, unk what impact the other MFR's stent grafts had.